Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specs, maintained and distributed in accordance with all federal, state an operating procedures. Instrument tip was inspected under magnification and shows a fracture of the tip running from the proximal base of the tip to the opposite distal end of the tip. The nature of the fracture indicates that it may have been caused due to a combination of torsional and bending forces resulting from the tightening action as well as lateral pressure due to leaning against the musculature (as described in the complaint). The exact cause of the breakage cannot be ascertained.

Event description:
It was reported to globus that during surgery on (B)(6) 2014 the tip of the (B)(4)(reverse torque limiting 3.5mm hex driver) broke off during surgery. As a result, there was a ruptured dural sack, which lead to cerebral spinal fluid leak, and cauda equina floating in the surgical field. Dura tear was sutured and tachosil patch was used. Dura tear was sutured and tachosil patch was used. Pt feels fine with no neurologic or any other deficits. Incident was noted to pt's hospital files.